Event description:
Complainant alleged that while attempting to defibrillate a male pt via electrode pads, the device displayed "poor pad contact" and "poor pad" messages and failed to discharge. The medics then shaved and cleaned the pts chest and attempted to defibrillate and got another "poor pad" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired. Complainant alleged that this is the first incident with this device; the second incident has been reported on medwatch 1220908-2007-01309.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.